Event description:
Pt with hm3 lvad in place. Reported that driveline had a tear to the protective sheath covering the wires. Pt also reporting intermittent "chirping" noise while connected to both wall and battery power. This was reproduced upon pt's arrival to the ed.(emergency department). No alarms on vad interrogation. Log files sent. Image of drive line sheath tear uploaded to chart. Due to exposed wiring and possible alarms on lvad, decision made to change modular drive line cable. This was done in the ed while pt was on monitor. Pt tolerated well. Pt has had this device since 2017- this can be attributed to normal wear and tear of the plastic sheath. Pt denies injury to equipment as causative factor.